Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician observed error code f030 due to a low voltage single board computer battery. The monitor was originally returned for an arterial sensor failure. Since the event occurred during routine testing of the device, there was no patient involvement during this event.